Event description:
A hosp or director reported that a high frequency cable separated and flamed during a procedure. The case was completed with a second cable and there was no injuries associated with the occurrence.